Event description:
According to the literature, a retrospective study between january 2007 and august 2020 analyzed outcomes of 144 patients with colorectal liver metastases (crlm) who underwent either thermal ablation or stereotactic ablative radiotherapy (sabr). Thermal ablation was performed with either radiofrequency ablation (rfa) or microwave ablation (mwa). Rfa was performed with competitor devices and mwa was performed with either the evident system or a competitor device. Reported complications associated with mwa included: bile leakage requiring percutaneous drainage, intrahepatic abscess requiring percutaneous drainage, hepatic hemorrhage requiring coil embolization, bacteremia with no information regarding interventions, intraoperative stomach perforation with no information requiring interventions, abscess requiring antibiotics, hematoma with no information regarding interventions and pneumothorax requiring no intervention. The article does not specify which device is associated with the adverse events.

Manufacturer narrative:
Title: thermal ablation versus stereotactic ablative body radiotherapy to treat unresectable colorectal liver metastases: a comparative analysis from the prospective amsterdam core registry source: cancers 2021, 13, 4303. Https://doi.org/10.3390/cancers13174303. If information is provided in the future, a supplemental report will be issued.